Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number 0270570. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Investigation was performed on the batch number provided. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Repeat testing performed using pcr test method and the result was positive. Patient remained in quarantine. Eua # (B)(4).

Manufacturer narrative:
Eua # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars-cov-2 a false negative result was obtained. Repeat testing performed using pcr test method and the result was positive. Patient remained in quarantine. Eua # (B)(4).